Event description:
It was reported that the implantable pulse generator (ipg) exhibited early battery depletion. The lead exhibited high thresholds, low impedance and contains insulation damage. A device and lead replacement is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Without a lot number or device serial number, the manufacturing date cannot be determined. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).